Manufacturer narrative:
Results: the returned lantern was ovalized at approximately 133.0 cm from the hub. Kinks were present along the length of the returned lantern. Conclusions: evaluation of the returned lantern revealed a distal ovalization and kinks on the catheter. If the lantern is forcefully gripped or pinched during procedure, damage such as a distal ovalization may occur. If the ovalized device is advanced through a parent catheter, resistance may be encountered and damage such as catheter kinks may occur. During functional testing, the returned lantern was able to advance through a demonstration 4maxc with resistance due to the ovalization and kink on the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a non-penumbra catheter and an 8f non-penumbra sheath. During the procedure, the physician introduced the lantern into the catheter and reported that it became stuck. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same catheter, and the same sheath. There was no report of an adverse effect to the patient.